Manufacturer narrative:
(B)(4). The device was returned for analysis and the reported substance was confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the noted substance appears to be due to operational context. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the emboshield nav 6 instructions for use states: carefully inspect system components prior to use to verify that they have not been damaged and that the size, shape and condition are suitable for the procedure for which they are to be used. Based on the reviewed information, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Use after damage the customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal internal carotid artery. An emboshield nav 6 embolic protection system (eps) was advanced toward the target lesion and the filtration element was used without issue. When it came time to retract the filtration element, the retrieval catheter was inspected and it was noted that white foreign matter was covering the head of the retrieval catheter. The recycle sheath was totally cleaned using medical gauze and washing it with saline. The retrieval catheter was successfully used in retrieving the filtration element. There was no adverse impact to patient. There was no clinically significant delay in the procedure. No additional information was provided.